Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that she was just getting something to eat when her pod alarmed. She was not giving herself a bolus. She did not have an extra pod with her. Patient stated that she went to the ER (emergency room) to get a shot because her bg (blood glucose) levels rose to almost 400 mg/dl and she wanted to make sure she did not go into dka (diabetic ketoacidosis). The patient was given a shot of lantus (30 units), she stayed about two hours and when she received the shot she was able to leave and drive home. She discarded the pod that had been worn between 1 and 4 hours on the leg.